Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that fluid was under the insulin pump's screen. The screen was hazy. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank, partial, or hazy/blurry display was noted. The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor displacement, and leak tests. No moisture damage was found on the electronic assembly, battery tube, motor, force sensor, or keypad assembly during visual inspection. The pump was received with a scratched case, a cracked select button keypad overlay, a scratched keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.